Event description:
The customer received a blood glucose reading of 239 mg/dl from his contour meter and a reading of 120 mg/dl from his older contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. While customer service was attempting to gather more information, the customer ended the call. Attempts to contact him were not successful. No product will be returned at this time.